Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb c-ring would not retract and limited view. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring wire was slightly bent. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring; however, there was some resistance felt in the area where the slight bend in the wire was located. Based on the results of the evaluation, the reported complaint for was confirmed. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications.